Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of lead became twisted was confirmed. Visual inspection revealed the outer insulation was twisted along the lead and the helix was found extended and clogged with blood. X-ray inspection revealed overtorque of the inner coil consistent with procedural damage. The measured full helix extension length was within specification. The cause of the lead became twisted was isolated to overtorquing of inner coil consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right atrial (ra) lead was found have dislodged after placement. The physician attempted to reposition the ra lead but it became twisted. A new lead was successfully implanted to resolve the event. The patient was in stable condition.